Event description:
It was reported that the patient was implanted on (B)(6) 2010 with a 565 pain stimulation lead and a restore ultra for bilateral lower extremity pain. It was further reported that on the day following implantation, the patient was diagnosed with conversion disorder. The patient experienced blindness in both eyes and the left side of the patient's body was paralyzed. The patient was at a rehabilitation facility. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).